Event description:
It was reported that the patient had fallen down some stairs and hit the back of their head, however they did not think they had any ¿impact along the system.¿ it was noted that the patient did not require a hospital visit. A few days later the patient experienced an intermittent shocking sensation in the sternum area as well as some return of tremor. Impedance testing had been done but the results were not provided. It was reported that an appointment with the health care professional (hcp) was scheduled for the week after thanksgiving as a result of the event. The product issue was not resolved and the cause of the issue had not been determined. No interventions were reported and at the time of report the event was ongoing, so the outcome was not known. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was seen in the clinic about a month prior to the date of this report and she was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v009961, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Additional information received reported the manufacturing representative was meeting with the patient on (B)(6) 2014 to see if reprogramming would help with their tremor.